Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-20, that has a similar product distributed in the us, list number 08k25-27.

Event description:
The customer reports falsely elevated architect ipth assay results being generated on an architect i2000sr analyzer. The architect ipth assay results are being compared to two non-abbott methods. The following was provided (all results are expressed in units of pg/ml): (B)(6); controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Accuracy testing was performed with an in-house retained reagent kit of architect intact pth assay lot 02916d000. All results met specifications indicating acceptable performance of this assay lot. No returns were made available from the customer site. The architect intact pth assay package insert contains information to address the current customer issue. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. Overall, the study found good correlation for all six methods reviewed, but did indicate there was significant bias between methods and that standardization efforts are warranted and assay-specific decision limits are required. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.